Event description:
It was reported that the customer received a button error alarm from his insulin pump. The customer's blood glucose levels are unknown. Standard troubleshooting was performed. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The product has been returned. Nothing further was reported.

Manufacturer narrative:
No button error alarm was noted. The insulin pump had intermittent down arrow button response due to corroded keypad traces. The insulin pump had a cracked display window, a cracked case at the display window corners, a cracked reservoir tube lip, scratched reservoir tube window, cracked battery tube threads and a cracked belt clip slot.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.